Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the lv13 was plugged with cellular debris and had slowed the bath drain. The fse cleared the plug of cellular debris and resolved the leak. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The wbc (white blood cell) and rbc (red blood cell) baths were overflowing and leaking into the instrument. The instrument was generating incomplete results for the hemoglobin parameter when the leak was identified. The operator was wearing personal protective equipment including gloves and lab coat. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.